Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2010, product type catheter; product ID 8709, serial# (b)(40, implanted: (B)(6) 2002, explanted: (B)(6) 2010, product type catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2010, product type catheter. (B)(4).

Event description:
It was reported that when the patient¿s catheter was replaced they could not get the entire old catheter out. Part of the old catheter remained in the intrathecal space. Additional information has been requested, but was not available as of the date of this report.